Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p32-20 that has a similar product distributed in the us, list number 8p32-21 / 31.

Event description:
The customer observed a false elevated alinity I ca 19-9xr result for one sample. Results provided: reference value: 37 u/ml (B)(6) 2022 sid (B)(6) initial result = 46.5 u/ml, repeat result less than 2.1 u/ml, repeat on another analyzer = less than 2.1 u/ml no impact to patient management was reported.

Event description:
The customer observed a false elevated alinity I ca 19-9xr result for one sample. Results provided: reference value: 37 u/ml. 17nov2022 sid 1375127 initial result = 46.5 u/ml, repeat result less than 2.1 u/ml, repeat on another analyzer = less than 2.1 u/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false elevated alinity I ca 19-9xr results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 42961fp00 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Customer field data was used to assess the performance of the alinity I ca 19-9xr assay using worldwide data. Review shows that the median patient result for lot 42961fp00 is within established limits and comparable with other lots in the field, confirming no systemic issue for lot 42961fp00. Based on the investigation, no systemic issue or deficiency with the alinity I ca 19-9xr assay for lot 42961fp00 was identified. All available patient information was included. Additional patient details are not available.